Event description:
According to the user facility, the vitrectomy handpiece did not work subsequent to cataract removal. The surgery was discontinued, and the pt was transferred to a retinal specialist to undergo add'l surgery. A vitrectomy was performed.